Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, it was reported by an arthrex employee via email that an ar-8991, fibertak® dx suture anchor, knotless, ve5, was pulled out of the bone even though the correct technique was followed. This was detected during use in an unspecified procedure on (B)(6) 2025. On (B)(6) 2025 - the complaint initiator replied that this detected during use in an arthrobrostrum procedure on (B)(6) 2025. The procedure was completed successfully as the second anchor worked.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure can be attributed to user error due to misaligned insertion and/or improper bone preparation. Ref: (B)(4). Bone preparation: if your surgeon cycles the drill, when drilling, make sure they are cycling in the same direction. Any movement, even micro-motion, in the guide can create an oblong or larger whole. Remember that the dx knotless fibertak anchor relies on cortical fixation. If your surgeon uses a rongeur or curette to decorticate and create a bleeding bed, it could compromise the fixation. Do not fully set the anchor before shuttling the knotless mechanism. Instead, use a light pull to ensure it is staying in bone. Ref: (B)(4). Suturetak and fibertak suture anchors only: drilling in very hard bone may require cycling the drill while maintaining consistent alignment of the drill guide. Increased size, hard bone drills are also available for use. Suturetak and fibertak suture anchors only: anchors loaded on flexible drivers: the drill guide tip must remain in contact with the bone surface during the drilling and implant impaction steps of the procedure. Failure to do so may result in difficulty seating the implant to its intended depth. Avoid excessive impaction during anchor insertion as this could lead to inserter damage and/or breakage. If insertion resistance is encountered, do not impact harder. Replace the implant and repeat the drilling/insertion process.